Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. One complaint was submitted. Investigation indicates that 5 units were received and we are unable to determine which of the units caused the injury. No information was provided from the customer. The investigation provides the evaluation of the 5 units. Results: evaluation of returned device; five dermatome hand pieces received together with the same RMA, the shipping paperwork does not identify the complaint device. The complaint list provided weekly identifies the complaint as a model b 110v kit based on the product ID 3539250 but no lot or serial number was provided. One of the hand pieces can be eliminated, ((B)(4)) is a model pi 110v hand piece. The remaining hand pieces match the product ID and went through a full investigation. Two of the five units received are complete hp failures due to age, time in service, and corrosion. The other three units have been in service for at least a year and are due but not overdue for pm service. All five units received were found with corrosion and damage to the head, motor case, motor casting, and end cap. Each unit had much of the same damage (corrosion and impact damage), (B)(4) was in service longer than the other units so the corrosion was more advanced. The damage and corrosion found on (B)(4) is not normal for a year in service. Recommend review of hospitals cleaning and sterilization process. Impact damage caused by end-user abuse/mishandling. Unit (B)(4) will need full replacement, the other units ((B)(4)) require pm service with replacement of damaged, corroded parts. DHR review; - serial number 1-5824, date of manufacture-1/07/1988, last repair-1/29/2002 (29+ years old / 15+ years in service) complete hp failure due to age, time in service, worn parts, and corrosion. Head calibration out of tolerance. The device shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. - serial number (B)(4), date of manufacture-8/19/1999, last repair-6/08/2016 (17+ years old / 1 year in service) damage to the head, motor case, motor casting, plug corrosion. Head calibration in-tolerance. This device shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. - serial number (B)(4), date of manufacture-5/1/2011, last repair-6/9/2016 (6 years old / 1 year in service) impact damage, drive train failure where corrosion was found. Head calibration out of tolerance. This device shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. - serial number (B)(4), date of manufacture- 8/30/2012, last repair-5/9/2016 (4+ years old / 1+ year in service) corrosion on the male plug, major scratch and damage on the head, motor case, motor casting. Major nicks across the leading edge of the gauge bar. Head calibration in-tolerance. This device shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. - serial number (B)(4) ¿ model pi, 13+ years in service, corrosion, damaged like the model b units. Head calibration in-tolerance but very low. This device shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback from 06/19/15 to 06/19/2017 for this reported failure using key words "jumping" and "injury" for product ID 3539250 shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: manufacturer can confirm use of the units returned could cause injury due to the following reasons: internal assembly corrosion, impact damage found on the head, motor case, motor casting and end cap. Each unit had different fail points, the overall assembly failure was due to corrosion and abuse/mishandling. Recommend a review of the end-users cleaning and sterilization procedures. Corrosion in general is not normally found inside the handle, three of the five units returned found with corrosion after a year in service. The head assembly calibration can be affected by impact to the head or gauge bar, nicks on the gauge bar can cut the skin during a procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome jumped on the patient, causing injury. Additional information received on may 30, 2017: the event happened during a skin graft harvest of the right leg. The graft that was taken was jagged and inconsistent. The dermatome was described as "jumping" on the patient's leg. Description of the injury: the donor site was left with areas of skin still intact, instead of a clean consistent donor wound. It was treated as the normal treatment of a donor site. To complete the procedure they used a different dermatome to get a good graft. The healing status of the patient is unknown.